Event description:
It was reported that the customer was in the emergency room due to high blood glucose. The blood glucose reading at time of call was 491mg/dl. The spouse stated that the insulin pump alarmed motor error. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the alarm history and found an error alarm. The caller has not been wearing the insulin pump for five days prior to hospitalization and since the device alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had all operating currents within specifications. The device passed the displacement test, rewind, and basic occlusion test. The unit was received with stuck motor error alarm loop during the bolus delivery and an error was confirmed in the history screen. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. Unable to complete the functional test due to the motor error alarm.